Manufacturer narrative:
B5: the event on (B)(6) 2017 (proximal type I endoleak and reintervention) was previously reported. (Manufacturer report number: 2017233-2017-00468). H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: code d12: according to the conformable gore® tag® thoracic endoprosthesis instruction for use (IFU), complications associated with the use of the device may include but are not limited to: endoleak, aortic rupture. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2015, the patient underwent treatment of a thoracic aneurysm with two conformable gore tag® thoracic endoprostheses. Tgu373720j/13518779 was implanted proximally. On (B)(6) 2017, the patient underwent re-intervention to treat the proximal type I endoleak. An additional endoprosthesis 38 mm x 15 cm valiant (medtronic) was implanted just distal to the left common carotid artery. Axillo-axillary bypass was performed at the same time to salvage the innominate artery. The endoleak was resolved and the patient tolerated the procedure. On (B)(6) 2024 the patient was emergently transferred to a hospital with an imminent rupture of thoracic aneurysm and a second reintervention was performed. An intraoperative angiography confirmed a proximal type I endoleak from valiant (medtronic) endoprosthesis and a type ii endoleak from the left subclavian artery, which were considered to be the cause of the imminent aneurysm rupture. After performing the left carotid-axillary bypass, an additional endoprosthesis (gore® tag® conformable thoracic stent graft with active control system) was implanted to extend the previously implanted valiant (medtronic) endoprosthesis. The left subclavian artery was coil embolized. No endoleaks were confirmed at the end of procedure. The patient tolerated the procedure.